Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv50 device leaked from the blue winged luer cap. The device was filled with pamidronate. The was observed before use. There was no patient involvement. No additional information is available.

Event description:
The lay user/patient contacted lifescan alleging the meter has apply sample issues. The meter also displays the message 'test' and immediately advances to control solution mode upon strip insertion. These issues were not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.